Manufacturer narrative:
The customer discontinued breast feeding and requested a replacement to take back to the store and stated she could ship the used product to medela for investigation. In f/u with the customer, she stated that after using the breast shields that severe itching began on the breast where the breast shields touched. The customer stated the itch turned into a rash all over the breasts, to the chest, and down her arms to her wrists. The customer stated she went to see a dr and was prescribed the steroid cream clobetasol and was instructed to discontinue use. The customer stated with the steroid cream cleared up the rash within a week and the customer did discontinue use of the product. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The info was forwarded to a medela clinician for review. The clinician spoke with the customer on (B)(4) 2012 and confirmed that the customer was treated with a steroid cream which precluded breast feeding or pumping. The customer has since stopped lactating and is feeding formula to her baby. The customer has fully recovered.

Event description:
The customer reported to customer service that after using the breast pump she was breaking out in a rash around the nipple, breast, chest, and leading down her arms. Customer spoke with a physician and was diagnosed with contact dermatitis. Customer was told she was reacting to the plastic the breast shields are made of.